Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted (B)(6) ; 5054 lead, implanted (B)(6).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting cross-chamber oversensing and noise, possibly due to fracture. T-wave oversensing (twos) was also observed. Far field r-wave (ffrw) oversensing had also been noted on the right atrial (ra) lead. The physician opted not to revise the leads during the patient¿s next generator change due to the patient¿s age and number of existing leads. The patient was never symptomatic. The leads remain in use. No patient complications have been reported as a result of this event.